Event description:
A customer reported to beckman coulter, inc. (Bec) that no value ckmb results with ind flags were obtained from access 2 immunoassay system for four samples. Ckmb results of 0.00 ng/ml were obtained for two additional samples. The results were not reported out of the laboratory. While troubleshooting with bec hotline, it was discovered that no ckmb reagent pack was present in the designated slot on the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. Bec customer technical support (cts) walked the customer through unloading and reloading the packs correctly. The customer repeated all six ckmb samples with the new reagent pack. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Use error is the root cause for this event.